Manufacturer narrative:
Concomitant medical products: 1458q75 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a neck procedure cautery was used which resulted in noise due to electromagnetic interference (emi) which was detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular tachycardia (vt). The crt-d charged to deliver therapy but the therapy was not delivered and the therapy was aborted when the emi stopped.  It was noted that a magnet was not used to suspend detection during the procedure. It was also noted that the right atrial (ra) lead impedance was slowly trending upwards. The crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.